Manufacturer narrative:
Unit unable to prime during prime test due to end cap broken off. Unit had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken reservoir tube lip, missing end cap sticker and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin kept squirting out of the insulin pump during the fill tubing process. The patient's blood glucose at the time of incident was 90 mg/dl. During troubleshooting the customer confirmed that insulin continued to drip after letting go of the act button during the prime process. The customer also stated that she stopped the insulin pump last night. There were cracks on the battery compartment, up and down arrows, and the reservoir compartment. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.